Event description:
During a percutaneous coronary intervention (pci) case, it was reported that the balance middle weight (bmw) suffered a distal wire separation in a very small distal obtuse marginal (om) branch (1.0mm diameter) vessel, and a small distal wire fragment was left behind in the small branch and was jailed by the new stent in the main om branch. An attempt was made to remove the wire that was unsuccessful. Small wire fragment was retained. No further additional intervention.